Manufacturer narrative:
Initial reporter phone: (B)(6). Date of event: the exact date of event is unknown; therefore, this field was populated with (B)(6) 2022. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with bubbles in the sheath occurred. With every catheter change, a lot of bubbles were discovered in the sheath than usual, so the physician decided to replace the sheath. With the second vizigo¿ sheath, no issues were reported. No adverse patient consequence was reported. The patient is doing well. It was not reported that air was being introduced into the patient nor that a medical intervention was required. It was not reported that the patient exhibited any neurological symptoms since the procedure was completed. This was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 01-oct-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with bubbles in the sheath occurred. With every catheter change, a lot of bubbles were discovered in the sheath than usual, so the physician decided to replace the sheath. With the second vizigo¿ sheath, no issues were reported. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, flow and pressure tests were performed, and no issues were observed. Values were observed within specifications. A device history record review was performed for the finished device 50000149 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).